Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set cannula bent on 28-april-2024 after one day of usage. Insertion site was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.